Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The operation with t2 rcn was done at about two years ago. At (B)(6) 2018, the t2 nail was broken due to pseudoarthrosis nonunion and revision surgery was done.

Manufacturer narrative:
The reported event that reconstruction nail r1.5, ti, left t2 recon ø9x340 mm x 125° was alleged of implant breakage could be confirmed, since the device was returned and matches with the alleged failure mode. A device inspection revealed the following: the received nail is completely broken in the webs of the lower proximal lag screw hole. All implants received show traces of use. On all breakage surfaces of both anterior and posterior web, features of a fatigue fracture are visible. Plastic deformation was not found. According to the signs of damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 2 years of implantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation.¿ and that ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up.¿ these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device¿ if any further information is provided, the investigation report will be updated.

Event description:
The operation with t2 rcn was done at about two years ago. At (B)(6) 2018, the t2 nail was broken due to pseudoarthrosis nonunion and revision surgery was done.